Event description:
A leak was reported in pt who underwent an hand assisted laparoscopic low anterior resection procedure, due to rectal cancer with anastomosis created with the car device: "the pt went home on pod 3, came back to ER on pod 7, x-ray showed free air. He was took to operating room, revealed a posterior tear. The pt was diverted."

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn based on the available info. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.